Manufacturer narrative:
The reported event of adverse event without identified use was not confirmed by analysis. The lead was returned due to infection. As received, a complete lead was returned in two pieces for analysis. An internal short was noted between conductor paths consistent with procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the outer insulation of the lead and exposing the outer coil. The cause of external insulation abrasion was consistent with friction to another device or feature of the heart.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12098. Related manufacturer reference number: 2017865-2025-12101. It was reported that the patient presented for a follow-up in the clinic with an infection and developed a hematoma. The physician explanted the active system - pacemaker, right atrial lead and right ventricular lead to resolve the issue. The patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.